Event description:
The pt underwent a pelviscopy and left ovarian cystectomy in 2002. The product "intergel" was placed in the abdomen at the end of the procedure as per MFR's recommendations. The amount of intergel used was 300cc, as recommended by the MFR. Aslo, the surgeons and staff were told by the intergel rep that it was okay to use the product for laparoscopic surgery as long as the intergel was instilled via the incision and not via the trocar. The surgeons have instilled the intergel via the incision. The pt was rehospitalized for 6 days for pelvic pain and chemical peritonitis. Pt returned 10 days later for surgery including a pelviscopy with left ovarian cystectomy, excision of cul-de-sac inflammatory material and lysis of adhesions which was done as an outpatient. At that time, the remaining "undissovled/unabsorbed" intergel product was removed. It is unknown why the product didn't absorb within the time frame expected. The MFR stated that the product remains in the peritoneal cavity for 5-7 days, the most critical period of adhesion formation. The amount extracted is difficult to determine. A portion was sent to pathology and some was discarded. The findings from the portion of intergel sent to pathology were as follows: the nature and significance of the necrotic cellular debris is undetermined and this material is uninterpretable, except to say that some areas suggest abscess formation. The facility has pictures showing the product in the abdominal cavity. It is thought that the product does not work as effectively as advertised. The medical director of gynecare stated that, pts may experience post-op pain at a rate of 1:1,000. The pt complained of severe pelvic/abdominal post-op pain, which was inconsistent with the type of procedure they had. The pt was re-admitted for a total abdominal hysterectomy and peritoneal stripping, and was discharged 4 days later. They were re-admitted in 2003 with a pulmonary embolus and had a laparotomy and drainage of an abscess 2 days later.